Event description:
The customer reported that an error code displayed on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the battery pack set. The system operates as intended.